Manufacturer narrative:
The exact sequence of events and the time of occurence of the breakage cannot be determined based on the received information.

Event description:
It was reported that the screw of the promos inclination set was found to have broken 17 months post implantation and revision surgery was required.